Event description:
Customer reported superficial punctate keratitis (spk) left eye (os)>right eye (od), and mild subject dryness. Patient experienced loss of best corrected visual acuity (bcva). Pre-op bcva: od 20/20 os 20/20, pre-op uncorrected visual acuity (ucva): od 20/50 os 20/150. Post-op bcva: od 20/20-2 os 20/40-1, post-op ucva: od 20/20 os 20/40-1.

Manufacturer narrative:
(B)(4) superficial punctate keratitis (spk). The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Added the date received by manufacturer. Placeholder.

Manufacturer narrative:
Additional information: customer informed abbott medical optics (amo) that the femto laser system, serial number (B)(4) was not used during the event.